Event description:
It was reported that during a coronary stent procedure, the physician experienced deployment difficulties. The stent was not fully deployed. The balloon was re-inflated and the stent was successfully deployed. Patient status is listed as "fine".